Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07196. It was reported, the pt had stopped using the scs system 3 months prior due to inadequate stimulation coverage. The pt reported, the ipg was inoperable due to not recharging the ipg. In addition, the pt reported, the stimulation was not strong enough. The pt stated, she was working with the physician regarding the next course of action.